Event description:
Device replaced/upgraded with a medtronic model 7289 insync marquis ICD. Note: vt/vf detection and therapy remain enabled. Device interrogates eri in error status. Service code: 00-00-00-00-00-20. Even after an attempted reset, device remains in the error status and cannot be re-programmed.